Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return. Etc? Note: events reported via mw 2210968-2019-82937.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. The needle pulled off from the thread after a few tissue passages, without exerting excessive tension on the thread. Another device was used to complete the procedure.